Manufacturer narrative:
(B)(4). The fiber was returned broken into two pieces. The first piece measured approximately 49.9 cm from the top of the connector to the break. The second piece measured approximately 267.4 cm from the break and includes the distal tip and kinks were observed. The tip was noted as damaged consistent with a fracture. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. The condition of the returned device confirms that the fiber is broken.  Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency.  A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 100 console. According to the complainant, during the procedure, when the nurse plugged the laser fiber into the laser unit there was no energy coming out from the fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.